Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used during a ureteroscopy. According to the complainant, the access sheath cracked in half and a piece went into the pt. This occurred during the procedure. The physician retrieved it and completed the procedure. There was not a significant delay in the procedure. The procedure was completed with a different device. There were no pt complications and the pt condition was reported as "fine".

Manufacturer narrative:
Info was completed by the manufacturer based on info obtained from the user facility. The complainant indicated that the suspect device has been disposed of and will not be returned for eval. If there is any further relevant info obtained, a supplemental MDR will be filed.